Event description:
Insufficient intrauterine suction with jada device, using portable suction machine during patient [device issue] case narrative: information has been received from united states food and drug administration (B)(4) on (B)(6) 2022. This spontaneous report originating from the united states was received from a risk manager referring to a female patient of unknown age. The patient's medical history, concurrent conditions, past drugs/allergies, and concomitant medications were not reported. This report concerns 1 patient and 1 device. On an unknown date, vacuum-induced hemorrhage control system (jada system) (lot # was not reported) was used for an unknown indication. It was reported that on (B)(6) 2022, insufficient intrauterine suction occurred with vacuum-induced hemorrhage control system (jada system) (device issue) and used portable suction machine during patient transport. The agency considered the event of device issue to be serious as it required intervention. The vacuum-induced hemorrhage control system (jada system) was not available for investigation. FDA codes: (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.